Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
When the old line was removed, it was not intact. What was thought to have been a hole in the line turned out to be a completely severed line. An x-ray showed that the remaining 4 inches of the line was lodged in the heart and the physician decided it would be unsafe to place a new line until all of the old line was removed.